Manufacturer narrative:
Additional information.

Event description:
Plaintiff also allegedly experienced abscess, debridement, necrotic adipose tissue, necrosis, inflammation, acute and chronic cellulitis, bleeding, hypotensive and wound vac placement.

Manufacturer narrative:
Based on the review of the device history and sterilization records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirements. This report is based upon allegations made in a lawsuit in which atrium medical is named as a defendant.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product. Plaintiff allegedly experienced recurrence, infection, folded mesh, painful surgery, lack of incorporation and panniculectomy. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.